Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was electively removed due to a safety advisory. No therapy issues were reported. It was further reported that the chronic lead was undersensing with the newly implanted replacement implantable cardioverter defibrillator (ICD).